Manufacturer narrative:
Additional information was received that the stent dislodged from the balloon while it was being implanted in the calcified lesion. Another cypher stent was used to treat the patient. The device appeared normal before the procedure. The delivery system was examined to verify functionality and no negative preparation occurred outside of the patient's body. Patient and procedural details were also received. Concomitant devices ((B)(6) 2010):7 f sheath, atw guidewire and cordis guiding catheter. Concomitant medications ((B)(6) 2010): pre, intra and post-procedure medications included heparin and plavix. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional clarification regarding this procedure is pending regarding where the stent dislodged, if it dislodged in a non-target vessel and what was done with the device. All additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. Please note that the report is submitted beyond the 30 day time frame because it was received late from the affiliate from (B)(4).

Event description:
As reported by the marketing affiliate, during a coronary angioplasty of the left anterior descending the strut (cypher select + 3.00x13mm) got separated from the balloon. Another stent was used to complete the procedure.

Manufacturer narrative:
As reported by the marketing affiliate, a cypher select + 3.00x13mm stent dislodged during a pci. The dislodged stent was implanted at the site of dislodgement. The target lesion was the mid lad. The vessel was described as calcified. It was unknown if the lesion was pre-dilated. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. There was no resistance noted advancing the device to the lesion. The stent was reported to dislodge from the balloon while crossing the calcified lesion. There was no attempt to remove the dislodged stent. The user deployed the stent in a non-target segment of the vessel, proximally to the lesion. The target lesion was treated successfully with another cypher stent and the procedure was completed. There were no abnormalities observed when the product was removed from the packaging or during preparation for use. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the events. However, there are possible vessel characteristics (calcification) and procedural factors that may have contributed to these events.